Event description:
It was reported that during a lap sigmoidectomy, 4 staples next to the knife slot of the acral patient's side were malformed at the 2nd firing when the device was used on the colon with functional end to end anastomosis. The other staples were formed properly. Reinforcement material was not used. Additional suture was performed. The doctor commented that the force of firing had been a little higher than expected when the device had been fired across the 1st staple line, but there was no difficulty in others. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.